Event description:
It was reported that the pump's alarm volume and vibration were too low. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer increased the volume of the pump alerts and alarms to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.